Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip, case window corners, battery tube threads and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed software error. Customer cannot recall their blood glucose reading. Customer stated the alarmed did not happened during rewinding and filling tubing process. The insulin pump went black prior the error. Bolus was recorded. Insulin pump was returned for analysis but the insulin pump passed all the test after inspection.